Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification present in the landing zone and abdominal aorta. Severe tortuosity (s-shape) present in the abdominal aorta. The iliac-to-aortic bifurcation was stented and curve was noted on the stent graft due to tortuosity. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as no device or procedural imagery were provided for evaluation. A review of IFU/training materials revealed no deficiencies. Per event description, ''during procedure, the operator noted that he was running out of delivery system (ds) to advance near the aortic arch, and that the push ability of the ds was becoming challenging. The ds was advanced when the loader was removed from externalized portion of the ds with hemostats. The nose cone crossed the native valve however, the 23 mm s3ur would not advance due to ds being completely hubbed to the esheath. The ds was pulled back and the flexion was changed. The surgeon attempted to cross again with no success. It was decided to deployed the 23 mm s3ur valve in the neck of the stent graft.'' Additionally, the case notes revealed, ''it was noted that when surgeon pulled ds back to readvance, he externalized 6 inches of ds but under fluoro, the s3ur was hardly moving. A majority of the ds was biasing against the two curvatures. A lunderquist was inserted through pigtail from the contralateral side to see if it could provide a railing for the ds to buddy up with to overcome the distal curvature. No change in curvature was observed. With the nose cone still across the native valve, safari wire was removed from ds and lunderquist was advanced into the apex of left ventricle. No changes in curvature were observed. Continued pushing was attempted but no advancement of the s3ur was observed. The stent graft was fluoroed again. The ds, which once had an "s" shape due to the two curvatures, now looked straighter. The stent graft also appeared straighter. The patient's bp dropped to 50/20mmhg and his heart rate increased from 55bpm to 130-150bpm. A leak/tear was observed under angio. It was determined that the stent graft had torn somewhere. Physicians decided to deploy the s3ur in the neck of the stent graft (this was done emergently), below the renal arteries.'' The case notes explained that there was ''tortuous evar (endovascular aneurysm repair) from 2011 present with 2 observed sharp curvatures - 1 within stent graft and 1 in aorta at distal end of the stent graft'' and during tracking, ''a majority of the ds was biasing against the two curvatures''. Review of 3mensio report confirmed the presence of curvature on the stent graft due to severe tortuosity (s-shape). In this case, it is possible that there was difficulty tracking the delivery system due to tortuous vasculature. The translation of movement to the distal end of delivery system may have become ineffective or lost when tracking through the tortuous area. In addition, the tortuous vasculature may have increased the distance the delivery system had to travel to target location, which potentially caused difficulty for the delivery system to advance further to the target location. Furthermore, it is possible that device manipulation was applied on the delivery system to overcome the tracking difficulty, which led to perforation in the vasculature. Retracting the delivery system and valve through severely bend and stented vasculature could be challenging and may increase the risk of injury or vasculature complication. As patient's blood pressure dropping due to vasculature perforation resulting from tracking difficulty, the user may have opted to deploy the valve in non-target location (the neck of the stent graft). As such, available information suggests that patient factors (tortuosity and stented vasculature) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional codes. The following sections of this report have been updated: added new codes to h.6 impact code, clinical code and device code.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via transfemoral approach. During procedure, the operator noted that he was running out of delivery system (ds) to advance near the aortic arch, and that the push ability of the ds was becoming challenging. The ds was advanced when the loader was removed from externalized portion of the ds with hemostats. The nose cone crossed the native valve however, the 23 mm s3ur would not advance due to ds being completely hubbed to the esheath. The ds was pulled back and the flexion was changed. The surgeon attempted to cross again with no success. It was decided to deploy the 23 mm s3ur valve in the neck of the stent graft. Once the balloon was deflated, the 23 mm s3ur began to migrate down toward aortic bifurcation/limbs of stent graft. The ds was advanced so that balloon would not interact with right limb, and the balloon was re-inflated with more volume to fully expand the 23 mm s3ur against the walls of stent graft. After balloon deflation, no movement of the 23 mm s3ur was observed. The balloon of the ds was utilized as an occlusion balloon until pigtail in lfa was exchanged for a coda balloon. The aaa rep arrived, and a new limb/stent graft was deployed on the right. The was no further leak observed. The 23 mm s3ur was left un-stented. The patient was in stable condition.